Event description:
A pacemaker replacement for normal battery depletion was performed, in (B)(6) 2014. Ventricular pacing failure was observed on monitor ECG before this replacement, and confirmed on recorded mode switch episodes ; these episodes was due to noise sensing because atrial sensitivity was programmed to 0.1mv (bipolar) for low p wave amplitude. During previous follow-ups, ventricular thresholds were stable and its value was 1.0v/0.35ms ¿ 1.25v/0.35ms.

Event description:
A pacemaker replacement for normal battery depletion was performed, in (B)(6) 2014. Ventricular pacing failure was observed on monitor ECG before this replacement, and confirmed on recorded mode switch episodes ; these episodes was due to noise sensing because atrial sensitivity was programmed to 0.1mv (bipolar) for low p wave amplitude. During previous follow-ups, ventricular thresholds were stable and its value was 1.0v/0.35ms ¿ 1.25v/0.35ms.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
A pacemaker replacement for normal battery depletion was performed, in (B)(6) 2014. Ventricular pacing failure was observed on monitor ECG before this replacement, and confirmed on recorded mode switch episodes ; these episodes was due to noise sensing because atrial sensitivity was programmed to 0.1mv (bipolar) for low p wave amplitude. During previous follow-ups, ventricular thresholds were stable and its value was 1.0v/0.35ms ¿ 1.25v/0.35ms.